Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the measurement value 2 was frequently displayed as "999 (error)".the measured value 1 was sometimes displayed as a low value such as "79". The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the issue was only a display issue because the measurement was not performed using other methods, it is believed that the numerical value displayed was clearly incorrect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported measurement issue was verified during service. Service technician observed symptoms of early detection on the ch2. The issue was resolved by cleaning externally, and internally, readjustment of the lift wire operation section were carried out. Service technician replaced the actuator cable. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.